Event description:
Event description cpi received information that this bipolar lead was capped due to oversensing and loss of capture. An invasive procedure was performed and the physician elected to replace the implantable pulse generator (ipg) and lead at this time.